Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Unable to verify product catalog number. (B)(6). No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received.

Event description:
Given information after routine check up 2011 (previously done in 2009 and 2010). The patient had been provided with synex ii and uss ii polyaxial (360)-the routine subsequent controls had not shown anything in 2009 and 2010. However, during the last control, the x-ray showed a slight reduction in height of synex ii. No relevance from a clinical point of view. This is 1 of 1 reports for complaint (B)(4). This is for an unknown spinal implant.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)